Manufacturer narrative:
Our product evaluation laboratory received one model 777f8 catheter with a non-edwards contamination shield and monoject limited volume syringe. No fault messages showed up on the lab¿s hemosphere monitor when the catheter was connected. The thermistor was found to read 36.9°c when submerged into a 37.0°c water bath. The thermistor temperature reading was within specified accuracy, per the hemosphere manual. The catheter ran cco in a 37.0°c water bath on the hemosphere monitor for 5 timed minutes with no error. The thermistor and thermal filament circuits were continuous, there were no open or intermittent conditions. The eeprom data was found to be normal, and both the stored data and the computed data matched. The resistance value of the thermal filament circuit was measured at 36.07 ohms, which was in specification. The catheter passed the in-vitro calibration and attenuation test. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric, and remained inflated for more than 5 timed minutes without leakage. No visible damage was observed from the catheter body. The lot number was not provided; therefore, a review of the manufacturing records could not be completed; however, an engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The customer report of cardiac index and svo2 issues were not confirmed on evaluation, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No actions will be taken at this time. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. With any hemodynamic monitoring, values can change quickly and dramatically. Readings should correlate with the patient¿s clinical manifestations. Additionally, an unstable baseline temperature tracing can be an indication to the user to begin the troubleshooting process before a cardiac output measurement is attempted. The patient¿s body temperature can be obtained by different means and compared to the temperature obtained from the catheter. If they do not correlate to the clinician¿s satisfaction, it is common clinical practice to the abort the attempt to obtain cardiac output. The catheter can be exchanged if desired. The monitor set-up and calibration for mixed venous oxygen saturation monitoring section of the IFU established: ¿the compatible cardiac output computer can be calibrated prior to catheter insertion by performing an in vitro calibration. When performing an in vitro calibration, do so before preparing the catheter (i.e. Flushing the lumens). The catheter tip must not get wet before an in vitro calibration is performed. An in vivo calibration is required if an in vitro calibration is not done. In vivo calibration may be used to periodically recalibrate the monitor. Refer to the monitor operator¿s manual for detailed calibration instructions.¿ additionally, the catheter preparation section of the IFU indicates to follow the preparation procedure. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported by the night-shift staff rn that during use of a swan-ganz catheter with a hemosphere monitor, the ¿co (cardiac output) index and svo2" suddenly decreased. This occurred approximately 3-4 times throughout the night. For example, the co would read from 3.4 to 1. Several troubleshooting options were performed, though not specified. The nurse stated that they finally ¿advanced the catheter approximately 2cm which would bring the numbers back.¿ the cardiovascular surgeon was notified of the issue in the morning and requested the catheter be sent for evaluation. There was no allegation of patient injury. Patient demographics were requested and are unknown. The lot number was also unknown.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The lot number was obtained and a device history record review was completed and documented that the device met all specifications upon distribution.UDI (B)(4).